Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly after the original implant. The physician tried to troubleshoot the device without any success. The ipp was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Updated fields for b3 date of event, b5 describe event, and h6 device codes.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly after the original implant. The physician tried to troubleshoot the device without any success. The ipp was explanted and replaced with a new ipp. Upon explant, the physician applied pressure and confirmed that the cylinder was not inflating properly. No patient complications were reported.